Event description:
It was reported the pt experienced an infection in the location of the pump pocket. The pt was admitted to the hosp. The pump and catheter were explanted after an implant duration of two weeks. No specific symptoms were reported. The hcp plans to replace the system after three to six months. The drug used in the pump was baclofen 2000 mcg/ml (dose unknown). Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is completed.